Event description:
It was initially reported that the physician's handheld device would not work as the back battery cover had fallen off and been lost. When it was found and placed back on the handheld, the battery cover was loose so a new handheld was requested.the handheld was returned to the manufacturer on 06/11/2012 and product analysis is not yet complete.

Event description:
Product analysis was completed on (B)(6) 2012. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. There were also no noted visual anomalies. The handheld performed according to functional specifications. Analysis on the flashcard also revealed no anomalies and performed according to functional specifications.